Event description:
It was reported that a malfunction alarm occurred with the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happens again.